Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump intermittently suspended insulin delivery for an unknown reason. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined to provide additional information and declined troubleshooting.